Event description:
Breast cancer reconstruction. Allergan textured implants have left terrible since placement. Had severe autoimmune symptoms. They were recalled this last summer because of the alcl risk. Have never been notified by anyone of the recall. Having them removed at the end of the month with flat closure. Will submit all pathology after removal. FDA safety report ID# (B)(4).